Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o-ring on the air gas module was found damaged. The o-ring was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. How the o-ring had became damaged has not been able to be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the air gas module in the ventilator was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).